Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) have not yet been returned from the field. Device evaluation of the electrode belt included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's death. Device manufacture date: monitor: sn (B)(4) : 9/16/2014. Electrode belt: sn (B)(4) :7/31/2014.

Event description:
A u.s. Distributor contacted zoll to report that a patient had passed away while wearing the lifevest. Prior to passing, the patient received two appropriate treatments. At 1:18:12 on (b)(6 2016, the patient received a treatment. The patient's rhythm was ventricular fibrillation (vf) at the time of the treatment. The post-shock rhythm was also vf. At 1:20:25 the patient received a second treatment during vf. The post-shock rhythm was asystole. The patient remained in asystole. The patient passed away on (B)(6) 2016. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.